Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. Correction h1: serious injury. Upon review of the event description provided, it was concluded that this event does meet the FDA defined criteria for a serious injury and is being considered a serious injury.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2025. D4 batch #: 240d50. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with no apparent damage, with an unknown trocar inserted in the device and with a gst60g reload loaded on the device. The reload was received partially fired 1/4. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 240d50, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/04/25. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec60a with lot number 240d50; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon< or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic to open diverting colostomy ischiorectal abscesses procedure, they were using an ec60a stapler and the stapler locked on the bowel and they ended up having to make a larger incision on the patient to remove. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2025. Additional information was requested and the following was obtained: what anatomical structure was the device fired upon? Bowel. What color cartridge was used? Unsure device was sent in as is. What is the surgeon¿s experience with the device? Used many times. What troubleshooting steps were attempted to open device prior to a larger incision? Knife reverse, handle squeezing what was done to remove the stapler after the larger incision was made? Pulled apart approx how much larger was the incision verse the original incision? Unsure was the patient care altered due to the larger incision? Yes open procedure took place as opposed to laparoscopic.